Event description:
Philips received a complaint by the customer reporting that a v60 device had a dim display. The unit was not in clinical use when the reported issue occurred. There was no report of patient or user harm. The philips authorized service provider (asp) was provided a recommended parts list by the philips remote service engineer. The asp reported the screen condition does not prohibit proper usage of the device. No correction has been applied; the customer declined the repair. The investigation concludes that no further action is required at this time.